Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, telemetry could not be established. An ECG showed av pacing with magnet application at a rate of 90.5 ppm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received